Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The device is giving an error '10003'. There was no reported pt involvement error code 10003 (defib timeout) is accompanied by the system failure cycle power message/instruction and the device then halts operation.